Event description:
It was reported that a revision surgery of the right hip was performed due to unknown reasons.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history for the hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head. Similar complaints have been identified for the modular sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. The reported pain, elevated metal ions and cyst and fluid noted on MRI along with intraoperative findings of significant granulomatous material and colored staining to the tissues and trunnion, large pseudotumor and osteolysis may be consistent with findings of associated with metal debris and trunnionosis. However, the root cause of the metallosis and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: a2, b5, d1, d4, d11 and h4.

Event description:
It was reported that a revision surgery of the right hip was performed due to reaction to metal debris, pain, elevated ion levels, fluid collection and large pseudotumor.